Event description:
Additional review indicated that the health care provider suspected the pump was dead. The patient had heart and breathing problems, and it was unclear if it was related to device/therapy.

Event description:
It was reported that the pump was replaced due to it being stopped for 1.5 months. The reason for the pump being stopped was not clear. The patient was being managed with oral medication. The type of drug in the pump was not provided and it was replaced with saline. It was also noted that the patient had unrelated cardiac issues. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Implanted: (B)(6) 2005 explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).